Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("on the right, the coil probably pierced a nerve/muscle") and device breakage ("the one on the right was also completely broken after removal") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was metformine hcl (metformin hydrochloride) for type 2 diabetes mellitus since 2017. On (B)(6) 2008, the patient had essure inserted. In 2010 she experienced pulpitis dental ("dental inflammation"). In 2012 she experienced dyspareunia ("pain during intercourse / I had pain during intercourse because you touched it"). In 2015 she experienced back pain ("back pain radiating to the right leg"). In 2016 she experienced muscular weakness ("no strength in right leg"). On unknown date she experienced embedded device (seriousness criterion intervention required), device breakage (seriousness criterion medically important) and pain in extremity ("pain in leg 24/7 (24 hours a day, 7 days a week)"). The patient was treated with oxycodon (oxycodone hydrochloride), lyrica (pregabalin) and tramadol (tramadol hydrochloride) as well as surgery (to remove essure). On (B)(6) 2023, the back pain and dyspareunia had resolved. Essure was removed on (B)(6) 2023 at the time of the report, the outcomes for embedded device, pulpitis dental, muscular weakness and pain in extremity were unknown. The reporter considered back pain, device breakage, dyspareunia, embedded device, muscular weakness, pain in extremity and pulpitis dental to be related to essure administration. The reporter commented: after this treatment, various physical symptoms developed. Since then, I have had follow-up treatments and the foreign-body material has been removed. As a result of the symptoms, I am hindered in my normal daily functioning and I suffer damages. Pain-free immediately after removal (following the anesthesia) on (B)(6) 2023. After years, pain in leg 24/7 (24 hours a day, 7 days a week). Loss of strength. Due to not being able to use it. Now therapy is needed for it. Plaster cast, no result. - elastic corset brace, no result. - 2x medication injected into back, no result. - 1x [illegible] back, no result. - rehabilitation therapy, no result. Physiotherapy monthly, no result]. Metoprolol used as treatment drug for blood pressure started on (B)(6) 2023. The one on the right was also completely broken after removal. The one on the left was still intact after removal. Batch: 625639 is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("the foreign-body material has been removed.") In a female patient who had essure inserted for female sterilization. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: after this treatment, various physical symptoms developed. Since then, I have had follow-up treatments and the foreign-body material has been removed. As a result of the symptoms, I am hindered in my normal daily functioning and I suffer damages. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("on the right, the coil probably pierced a nerve/muscle") and device breakage ("the one on the right was also completely broken after removal") in a female patient who had essure inserted (lot no: 625639) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was metformin hcl (metformin hydrochloride) for type 2 diabetes mellitus since 2017. On (B)(6) 2008, the patient had essure inserted. In 2010, she experienced pulpitis dental ("dental inflammation"). In 2012, she experienced dyspareunia ("pain during intercourse / I had pain during intercourse because you touched it"). In 2015, she experienced back pain ("back pain radiating to the right leg"). In 2016, she experienced muscular weakness ("no strength in right leg"). Essure was removed on (B)(6) 2023. On unknown date she experienced embedded device (seriousness criterion intervention required), device breakage (seriousness criterion medically important) and pain in extremity ("pain in leg 24/7 (24 hours a day, 7 days a week)"). The patient was treated with oxycodone (oxycodone hydrochloride), lyrica (pregabalin) and tramadol (tramadol hydrochloride) as well as surgery (to remove essure). On (B)(6) 2023, the back pain and dyspareunia had resolved. At the time of the report, the outcomes for embedded device, pulpitis dental, muscular weakness and pain in extremity were unknown. The reporter considered back pain, device breakage, dyspareunia, embedded device, muscular weakness, pain in extremity and pulpitis dental to be related to essure administration. The reporter commented: after this treatment, various physical symptoms developed. Since then, I have had follow-up treatments and the foreign-body material has been removed. As a result of the symptoms, I am hindered in my normal daily functioning and I suffer damages. Pain-free immediately after removal (following the anesthesia) on (B)(6) 2023. After years, pain in leg 24/7 (24 hours a day, 7 days a week). Loss of strength. Due to not being able to use it. Now therapy is needed for it. Plaster cast, no result, elastic corset brace, no result, 2x medication injected into back, no result, 1x [illegible] back, no result, rehabilitation therapy, no result, physiotherapy monthly, no result]. Metoprolol used as treatment drug for blood pressure started on (B)(6) 2023. The one on the right was also completely broken after removal. The one on the left was still intact after removal. The most recent follow-up information incorporated above includes data received on: 24-jul-2024: previously reported event medical device removal replaced with event back pain. New events dental inflammation, no strength in right leg , pain during intercourse , device embedded & leg pain were added. Lot number , essure removal dat added. Concomitant & treatment drugs were added. Reporter causality comment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("the foreign-body material has been removed.") In a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: after this treatment, various physical symptoms developed. Since then, I have had follow-up treatments and the foreign-body material has been removed. As a result of the symptoms, I am hindered in my normal daily functioning and I suffer damages. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jun-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.